Event description:
It was reported that catheter twist and device entrapment occurred. The 80% stenosed target lesion was located in the severely tortuous and calcified superficial femoral artery. A 300cm angled tip v-14 control wire and an opticross 18 were selected for use. During the procedure, a kink was noted on the tip of the wire. Consequently, the catheter twisted on the guidewire. The catheter and guidewire had to be removed together. The procedure was completed with another of the same device. No patient complications were reported.